Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer stated that the pump would not let her hit the act button. Customer could not do the bolus wizard. Customer stated that last night, she did not get a button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.